Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 17 days after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 december 2021: lot 2005770: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 2025-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two similar reported events.